Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be associated with a system infection as a transparent liquid was coming out of the pocket wound. The patient was administered oral antibiotics and will continue to be monitored. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.